Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel in the forearm. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter address 1: (B)(6).